Event description:
On (B)(6): customer reports via phone that staff noted the fluoro image failure when starting room for days procedures. Staff does not have a backup room. Procedures were cancelled. No reported.

Manufacturer narrative:
Field service engineer (fse) troubleshot cause of lf logo image remaining on monitors and found a defective infirmed video card in the imaging pc. Fse shipped the video card to the customer and reported that the customer was able to correct the problem.